Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced pain. It was noticed that the tissue looked inflamed from irritation at the cuff site. The existing cuff was explanted and the device capped. There were no further patient complications.